Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a check battery alert was observed. A battery alert is displayed when the battery module will not charge. The manual states " in order to prevent interruption to the infusion, do not unplug the ac power adaptor from the pump" the user must then 1. Press ok to acknowledge and clear the alarm. 2) replace the battery module after the current infusion ends. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined the problem to be attributable to battery cell failure. The battery module requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a faulty battery and was flashing red on the pump. It was stated the pump was able to be programmed to correct settings and was visibly dispensing medication regardless of the message. Registered nurses (rn) noticed patient was subtherapeutic for consecutive xa levels - being 0.21, 0.20 and 0.20. Medication rate and unit was adjusted accordingly to corresponding value and medication order. When the pump was exchanged for new one, patient became therapeutic immediately at 0.39. No additional information is available.